Manufacturer narrative:
G4, PMA/501(k): exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a ureterorenoscopy of the kidney, the basket of a ncompass nitinol tipless stone extractor broke. A second ncompass nitinol tipless stone extractor was opened and the basket broke in half (covered under patient identifier (B)(6). The procedure was completed without a basket device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended section of the device that remained inside the patient¿s body. Additional information has been requested.